Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported patient wants to arrange for a rep to meet at the hcp office to recalibrate it because it is not working for a long time, it does not block the pain. Her device is her thigh and her rear. Patient said it stopped working a long long time ago. She has a back brace on it she is in so much pain, she uses an ice pack to numb it, anything she does, lift- bend- stand up- walk: forget it. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.